Event description:
At the end of a persistent atrial fibrillation procedure, a cardiac tamponade was noted. The use of an ice catheter displayed a pericardial effusion in the posterior wall of the heart. No patient symptoms were observed but a pericardiocentesis was performed. The physician stated the perforation may have occurred after extensive lesions on the posterior wall and during the procedure the temperature limit had been reached several times. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Electrode 1 and both thermocouples met specification during electrical testing. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.